Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary procedure was being performed when the issue occurred and was completed by using the wired footswitch. The philips field service engineer (fse) visited system onsite and confirmed that the wireless footswitch displayed red wifi indicator. The fse performed troubleshooting and re-paired the wireless footswitch to the base station, then restarted the system multiple times, after which the footswitch remained connected to the base station. The functional tests were performed and the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wireless footswitch would not be likely to lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless footswitch displayed a red wi-fi indicator, which can indicate a loss of connectivity and impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.